Event description:
It was reported that the right ventricular (rv) lead had rising and high thresholds as well as high pacing impedance. The lead was partially explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.